Manufacturer narrative:
During the evaluation of the cs33 stapler, it was discovered that insufficient epoxy had been applied to the sleeve, and the proximal housing. Process controls have been implemented.

Event description:
In a colorectal resection procedure, after a cs33 stapler had been attached to an idrivec, the anvil of the cs33 could not be closed by pressing the close button on the idrivec. When the idrivec and cs33 were removed from the patient, it was noted that the distal portion of the cs33 had separated from the proximal part. The broken pieces of the device were removed from the patient's rectum. The procedure was delayed by about 1 hour.